Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received fentanyl (275.0mcg/ml, 8 3.10mcg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The error code 8476 was seen on the personal therapy manager (ptm) when requesting a bolus on (B)(6) 2016. The patient attempted to request a bolus later on (B)(6) 2016 and it was successful. The patient denied an recent mris. The patient heard the pump alarm every 3 hours. The alarming increased on (B)(6) 2016. The patient was vacuuming at the time the alarm was heard (the patient's cell phone resting on her stomach would be the only known source of electromagnetic interference). The patient notified her healthcare provider (hcp) of the issue on (B)(6) 2016 and the patient's appointment was moved to (B)(6) 2016. No actions were taken in the interim. The patient had a 30 day supply of percocet for breakthrough pain or emergency. The patient began using the oral pain medications on (B)(6) 2016. The patient experienced a gradual return of pain symptoms. The patient was not able to sleep the night of the (B)(6) 2016 due to the pain. Upon interrogation on (B)(6) 2016, multiple motor stalls/recoveries were seen along with a stopped pump may exceed tube set message. The patient wanted the pump replaced the following week, but no replacement was currently scheduled. Returned pump event logs indicated a motor stall occurred on (B)(6) 2016 at 12:12 hours. The stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 21:07 hours. The motor stalled recovered on (B)(6) 2016 at 10:12 hours. The pump logs did not indicate any other motor stalls or recoveries. History: nerve pain concomitant drugs: cymbalta (nerve pain in feet).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.